Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer was removing the air from the cartridge during the loading sequence incorrectly. Customer continued to use the existing cartridge. It was reported that the customer delivered a mealtime bolus on accident resulting in a blood glucose (bg) level of below 40 mg/dl. Customer consumed carbohydrates to address bg. The customer continued to use the pump for insulin therapy.